Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. Customer changed cartridge and resumed insulin delivery. Customer¿s blood glucose level was 119 mg/dl.